Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had to be charged more often and for a longer period of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not released from the hospital and will not be returned.